Event description:
(B)(4). No injury alleged. Malfunction alleged - provider states the pilot valve is not switching. Per repair statement the unit has low 02 or yellow light, high pressure/ not switching, compressor / heat exchanger, clamp on the manifold is leaking, o-ring on the manifold has been replaced, manifold not switching, rex roth on the manifold is leaking.